Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were not working. The customer's blood glucose value was 246 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin pump had partial display. The insulin pump will not be returned for analysis.